Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, battery testing, functional testing, and a review of the alarm log were performed. The damaged front panel was identified during visual inspection. The cause of the condition not determined. To correct the condition, the front panel was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged front panel. No additional information is available.